Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation. The customer reported being unable to confirm the serial number of the device at this time. Any additional information received from the customer or through vyaire's internal investigation will be included in a follow-up report.

Event description:
The customer reported while using the enflow device, the cardiac electrocardiogram (ECG) displayed interference. The anesthesiologist witnessed when the enflow machine was turned on. The customer reported the case was cancelled and the patient was ordered a 12-lead ECG, which came back normal. The customer reported a delay in treatment and reported there is no patient consequence associated with the event.